Event description:
The reporter stated a physician implanted a 12.6mm micl12.6 implantable collamer lens in the patient's right eye (od) on (B)(6) 2011. A physician from another facility explanted the lens on (B)(6) 2014 due to the development of a cataract. The lens was replaced with another lens. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B)(4). Lens not returned. Evaluation, method - work order search. Results - a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Age at time of event - (B)(6). (B)(4). Method: medical review. Results: per medical review - reportedly icl was explanted by a referring surgeon, almost three years after implantation, to address a cataract development. Icl was explanted, cataract removed, and iol was implanted at the same surgery date. The type of a cataract was not described. Even though the customer complaint questionnaire for surgery, dated on (B)(6) 2014, attributed the event to the device a cataract is multifactorial in origin and includes patient`s: genetic predisposition, medical and ocular conditions, exposure to toxic substances or radiation, age, trauma, etc. It should be noted that, at the time of the implantation, the patient was (B)(6) and visian icl is indicated for implantation in adults 21-45 years of age and therefore, there is no sufficient data to support implantation in such patients. The literature reports that 6-7% of patients develop a cataract following icl implantation but only in 1-2% progress to clinically significant, especially in high myopes and older patients. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).